Event description:
Customer reports that drawer on pyxis anesthesia system failed. No pt present.

Manufacturer narrative:
(B)(4). Additional data/failure investigation: field service technician investigation indicates physical item jam causing drawer to fail.